Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, bladder prolapse, grade 3 cystourethrocele and grade 2 rectocele. It was reported that the patient had the concurrent procedures of cystoscopy and urethroscopy performed during mesh implantation. It was reported that patient underwent mesh removal on (B)(6) 2008 with a cystoscopy and dilation.

Manufacturer narrative:
Date sent to FDA: 07/18/2016.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04385. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that following mesh insertion the patient experienced pain, infection, urinary problems and recurrence. It was reported that patient underwent revision surgery to release mesh on (B)(6) 2008 due to urinary complications. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.